Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing noise and the t-wave during exercise. Based on the last in-office evaluation the primary sensing vector appears to be the best sensing option however this vector failed screening at implant. Technical services (ts) provided troubleshooting recommendations. No adverse patient effects were reported. The device remains implanted and in service. Additional information received indicates that the patient underwent an exercise test. The alternate and primary sensing vectors were appropriate. The device was programmed to alternate and the patient will be monitored. New information received indicates that almost four years after this allegation, this device was explanted for an unspecified reason and returned for analysis.